Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for eight patient samples for multiple assays after preventive maintenance was performed on the analyzer. Of the data provided, only the results for one sample were discrepant. The initial creatinine plus ver.2 result was 41.890 mg/dl. The repeat result was 1.638 mg/dl and was reported outside the lab. The sample was repeated on the integra 400 analyzer and the result was 0.8 mg/dl. This result was believed to be correct. There was no adverse event. The creatinine reagent lot number and expiration date were requested, but were not provided. The field service representative found there was pinched rinse mechanism aspiration tubing. He verified the rinse mechanism fluidic adjustment and performed instrument checks. All checks were within specification. The customer ran qc with results within specification.